Event description:
Procedure type: colectomy. According to the reporter: covidien gia stapler misfired or did not fire completely on second fire the anastomosis load approx 3" more of bowel had to be taken to resolve issue. Tumor in bowel. The problems stopped after the person reduced the dose or stopped taking or using product.

Manufacturer narrative:
(B)(4).